Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to correct the 510k number for the ventralex mesh device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient was treated for adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1 to the initial report. This supplemental emdr is being sent to correct the 510k number for the ventralex mesh device. Addendum #2: h11: this is an addendum to the previously emdrs submitted. This supplemental emdr is submitted to report additional information found in medical records provided. Based on the additional information received, no conclusions can be made. Medical records indicate eighteen months post implant the patient was diagnosed with the hernia recurrence, thereby underwent repair during which omental adhesions were taken down and the mesh was removed. Recurrence and adhesions are known inherent risks of surgery. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the ventralex mesh (device #1). An additional emdr was submitted to represents ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the ventralex hernia mesh because the mesh was alleged to be defective, failed, adhesed and caused damage to his internal organs. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernia and underwent open repair with implant of ventralex hernia patch. Per the operative report details, ¿dissection carried down to the hernia sac. The sac was completely removed. A large ventralex patch (device #1) was brought forth. This was placed and a vertical repair was performed.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with large ventralex mesh and removal of old mesh. As per the op-notes, ¿the right side of the fascia had completely dehisced off the previous mesh. The mesh was adhered to omentum intraperitoneally after the sac was opened and removed. The old mesh was taken off the omentum. By palpation, the left side of the mesh dehisced as well. The old mesh was grasped and excised. The adhesions were taken down. The mesh was completely removed (device #1). A large ventralex patch (device #2) was brought forth, placed into the peritoneal cavity and pulled up against the anterior abdominal wall. A transverse repair was performed¿. Attorney alleges that the patient had adhesions, nerve damage, mesh migration, pain, hernia recurrence, mesh removal and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient was treated for adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. A ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to remove the ventralex hernia mesh because the mesh was alleged to be defective, failed, adhesed and caused damage to his internal organs. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.